Event description:
A (B)(6) female pt contacted zoll customer support to report adjust belt/check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (adjust belt/check belt messages) is being investigated. As received, the belt failed incoming functionality testing. A supplemental report will be submitted following completion of root cause investigation. No adverse event resulted from the defective belt. The patient received a replacement belt.